Event description:
According to the reporter, occurred during an open low anterior resection. The device did not fire. The tissue was held in the jaws and the first reload could not be fired. The black pusher thumb piece cannot be moved at all. In order to complete the case, a new reload was used successfully. There was no patient injury.